Event description:
It was reported to philips that the device is displaying an "asystole alarm." The customer / biomed worked with the technical support representative. Advised customer we would need to perform an operational check and take a look at ats and status logs and get a clear understanding of the issue and what is happening. The customer to call back to philips. The customer was difficult to reach and finally the customer response was "thank you for your follow up, the issue has been resolved." No further information at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device is displaying an "asystole alarm." There was no reported patient involvement.